Event description:
It was reported the customer was hospitalized with high bg. Customer's family member stated that customer was unconscious and unable to perform troubleshooting. Customer uncomfortable with the pump and would like to have it replaced.